Manufacturer narrative:
(B)(4). Approximate age of device - 2 years . No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered a right cerebrovascular accident on an unspecified date. The family withdrew care and the patient expired on (B)(6) 2017. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. Multiple requests for additional information regarding the event were issued to the customer; however, no additional information was provided. The manufacturer is closing the file on this event.